Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that the patient's bg's had been intermittently in the "300 to 400's mg/dl" since (B)(6) 2012. He claimed that during this time, the patient had ketones and symptoms of nausea and a headache. According to the reporter, the patient was seen by a pediatric health care professional (hcp) and several illnesses were ruled out. However, the reporter noted that the patient had a low grade fever of "99". Within the previous 2.5 days, the reporter would treat the patient's bg's with insulin injections and her bg's would come down to the "120 mg/dl" range. An endocrinologist requested for the pump to be checked. The reporter denied that the pump had any moisture. The patient did not have any change in activities. However, it was noted that the patient was growing a lot at the time. The reporter did not observe any signs of a site infection. The pump's date/time were correct. The alarm history, basal history, and prime history were all noted as being correct. The suspend history and tdd were also noted s being correct. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels with symptoms associated with severe hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4): no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.